Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump beeped and the button was stuck. Customer stated that they pressed button for more than three minutes, down arrow to clear and the unlock screen went away. Customer's blood glucose value was 162 mg/dl. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.